Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the device was returned to mmdg, a failed thermistor was discovered, which causes the battery to not charge, and the pump will only run when plugged in.

Event description:
The initial reporter stated that shuts off without alarming. The initial reporter also stated that the complaint occurred during testing and had not had any effect on a patient. (B)(4).